Manufacturer narrative:
Findings: unit received with cracked case at display window corners, end cap, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. Unit received with missing end cap sticker.(B)(4).

Event description:
A customer reported via phone call indicating that they received a letter in the mail about a recall on their insulin pump due to a scroll wrap issue. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.